Event description:
The physician reported that during a follow-up visit on (B)(6) 2013, failure of capture and several noise episodes were detected. One of the noise episodes led to delivery of inappropriate shock. Also reported: impedance of 901 ohms, no pacing at 7v-1ms. The lead was explanted and replaced.

Manufacturer narrative:
(B)(4) 2013: this event concerns a device that was manufactured and used outside the united states. Analysis is pending.